Event description:
It was reported that during a tka case, the anspach drill would not run and gave an e8 error. Troubleshooting was performed, but this did not work. The drill and the foot pedal were unplugged and that did not fix the issue. The system was restarted and the drill again unplugged, but the issue was not solved. The surgery was changed to a manual procedure.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the drill displayed e8 error message during surgery. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill and foot pedal usage and bur control. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The drill was connected to a system and immediately displayed an e8 error. After several disconnects and reconnects the issue persisted. It was not possible to connect the drill to the system without an e8 error. Visually inspected the connector for any recessed or bent/broken pins that could be precipitating the e8 error but none were found. The defect was most likely with the drill and it could be of internal nature to the drill's wiring or motor function. The root cause after investigation was established to be supplier / raw material fault.